Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that at the end of a ventricular threshold test, the programmer's stylus pen was lifted off the screen but instead of immediately returning to programmed parameters, the testing parameters remained for several seconds causing extended loss of capture. The patient became symptomatic and lightheaded and was steadied as the programmed outputs resumed. It was indicated that it was a probability that the telemetry link between the radiofrequency head and the device was interrupted and the end command for the threshold test was delayed. The programmer and radiofrequency head remain in use. No further patient complications have been reported as a result of this event.